Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported in a journal article that a sixty-six-year-old female within the cemented group experienced a tibial periprosthetic fracture on day one hundred seventy-eight post-op. Without implant mismatch size s femoral/b tibial components. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 ¿ unknown femoral component, lot unknown. Unknown bearing, lot unknown. G2 ¿ foreign ¿ germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Watrinet, j., blum, p., maier, m., klingbeil, s., regenbogen, s., augat, p., schipp, r., reng, w. (2024). Undersizing of the tibial component in oxford unicompartmental knee arthroplasty (uka) increases the risk of periprosthetic fractures. Archives of orthopaedic and trauma surgery 144 (3), 1353¿1359. Https://doi.org/10.1007/s00402-023-05142-z.